Event description:
During the atrial fibrillation procedure, the catheter was torn near the tip after insertion into the patient and then removing it. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.